Event description:
It was reported that a spectrum pump had a problem with the door shim. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door shim problem which was observed. The door shim/direction of flow label was missing and was replaced.